Event description:
Customer returned a fiber reported as "aiming beam fires straight out of fiber at 24,786 joules." The case was reported to be completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Failure analysis of the returned fiber disclosed that the cap was fractured and partially broken off. Based on the analysis findings, the cap condition could result in a forward firing condition and has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. (B)(4) - thermal problem.